Event description:
It was reported that an infusion pump experienced an upstream occlusion alarm while in use with an unknown solution set. This occurred during patient infusion of an unknown drug. The reporter stated that the set was changed out and the pump no longer experienced the alarm. The nurses did not note anything unusual with the set when the alarm occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.